Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, rust/corrosion was found in the battery compartment. The pump was not able to be powered on due to the moisture in the battery compartment. The pump files could not be downloaded. A leak test was performed and failed due to a leak in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.